Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-3636 knotless fibertak shaft got stuck in the guide and would not advance. The case was completed using a new ar-3636 knotless fibertak. This was discovered during a procedure on (B)(6) 2024. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information received on 2/7/2024: this was discovered during a bankart repair procedure. Nothing broke inside the patient and the case was not delayed.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint is not confirmed. One unpackaged ar-3636 was received for investigation. Visual inspection found no issues with the inserter. Evaluation of the returned suture found that the suture system was working as designed. Not problem found. The most likely cause for the reported failure can be attributed to use error, misaligned insertion, and prying/leveraging the device during insertion.